Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: (B)(6) 2011. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 9 years ago. Subsequently, the patient is experiencing pain and a revision is recommended due to patella issues. However, no revision procedure has been reported to date. No additional patient consequences were reported.